Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up arrow keypad button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: there was no damage found to button keypad cover and was fully intact. The up arrow keypad button was found to be intermittently responsive. There was evidence of contamination observed under up and down contacts. The up contact was found to be inverted. Unrelated to the complaint, the text on the display screen was dim and faded. Also unrelated to the complaint, the battery compartment was found to be cracked at the opening, down to rubber bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).